Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Additional information about this event was made available on may 1, 2020 via postmarket study data, but was not transferred to our complaint handling database at that time. Bilateral capsular contracture; baker grade unknown, and generalized illness symptoms of asymmetry, and inflammation symptoms were also reported. The devices were explanted on (B)(6) 2020. Required intervention has been selected under field b3. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: right capsular contracture, baker grade unknown, generalized illness h6 health effect - clinical code e2402: generalized illness this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 15, 2022, mentor became aware that the patient ID is (B)(6) and during the patient¿s second (2) year follow-up visit performed on (B)(6) 2020, third-year (3) follow-up performed on (B)(6) 2021, and fourth-year (4) follow-up performed on (B)(6) 2022, the patient reported post-op rheumatology signs and symptoms including pain, depression, anxiety, sleep disorders, dry eyes, dry mouth, numbness in fingers, coloration changes in fingers, cognitive issues, difficulty with balance, allergies, fatigue, and asymmetry. H6 health effect - clinical code e2402: generalized illness. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 325cc mentor glow study gel devices on (B)(6) 2018 and was presented with left side capsular contracture; baker grade iii postoperatively. On february 24, 2022, mentor became aware of the bilateral issue patient encountered and that patient is part of glow clinical trial; subject ID:(B)(6). Events are outlined below: asymmetry, (right side, implant serial number: (B)(4). Date of implant: (B)(6) 2018). On (B)(6) 2019, she was presented with asymmetry, which required capsulectomy on (B)(6) 2019. Asymmetry, (left side, implant serial number: (B)(4). Date of implant: (B)(6) 2018). On (B)(6) 2019, she presented with asymmetry, which required capsulectomy on (B)(6) 2019. Asymmetry, (right side, implant serial number: (B)(4). Date of implant: (B)(6) 2018). On (B)(6) 2020, she was presented with asymmetry, which required capsulorraphy on (B)(6) 2020. Asymmetry, ( left side, implant serial number: (B)(4). Date of implant: (B)(6) 2018). On (B)(6) 2020,, she was presented with asymmetry, which required capsulorraphy on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Baker grade for the capsular contracture was iii, however, was mistakenly reported as unknown. This supplemental correction medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4) baker grade was iii.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).